Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A46118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, menses irregular, urinary urgency, stress urinary incontinence, vaginal delivery (2), c-section (2) and smoker. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, rash, nausea, fatigue and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, depression, anxiety, dysmenorrhoea, weight increased and irritable bowel syndrome outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received : events- "mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, yeast infection, depression, anxiety, rashes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, ibs, abdominal pain." Reporter, lot number, lab data, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A46118-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, menses irregular, urinary urgency, stress urinary incontinence, vaginal delivery (2), c-section (2) and smoker. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression suicidal ("feeling suicidal and depression from major pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, rash, nausea, fatigue and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, depression, anxiety, dysmenorrhoea, weight increased, irritable bowel syndrome and depression suicidal outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, cystitis, depression, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, fungal infection, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries were reported in this case, the following ones were described via social media: depression suicidal. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event feeling suicidal and depression from major pain was added. Reporter's information was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A46118-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, menses irregular, urinary urgency, stress urinary incontinence, vaginal delivery (2), c-section (2) and smoker. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, rash, nausea, fatigue and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, depression, anxiety, dysmenorrhoea, weight increased and irritable bowel syndrome outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-feb-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.